Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was failed to communicate. The customer tried to reboot and recover, but the issue persisted. Customer reported that the station was unable to operate, with the monitor turning off to a black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the dark screen on station. A field service engineer disconnected the pixie cables and verified which station had the short. Identified the issue with drawer board 3.1 in the main station. Confirmed resistance between tp505 and tp502 was less than 1ohm. Initially, repairs could not be completed due to lack of trunk stock. Follow-up was performed to bring drawer 3.1 back in service. Replaced drawer board 3.1 in the main and verified all cables were secure at the back of drawer three. The system functioned as intended after the field service engineer repaired the device.